Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector leaked at the tubing connection. The following information was provided by the initial reporter: "the leaking is occurring where the syringe connects to the tubing. The lot number for the one she had in her office is 21095419."

Manufacturer narrative:
H6: investigation summary. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9267 lot number 21095419 was performed. The search showed that a total of 7,203 units in 1 lot number was built on 20sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector leaked at the tubing connection. The following information was provided by the initial reporter: "the leaking is occurring where the syringe connects to the tubing. The lot number for the one she had in her office is 21095419."

Manufacturer narrative:
Date of event: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9267 lot number 21095419 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.